Event description:
The device was applied during a thoracoscopic bullectomy procedure. The instrument would not close. The surgeon applied another device and completed the procedure without incident. Expiration date 8/31/2001.